Event description:
A report was rec'd that a pt was experiencing discomfort at the pocket site. The bsn sales rep determined that the pt's ipg is at an angle and is bulging out of the pocket. The physician will revise the pt's pocket site.